Event description:
It was reported while using bd microlance¿3 needles foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: one hair was shrink-wrapped in two sterile packages.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microlance¿3 needles foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: one hair was shrink-wrapped in two sterile packages.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 3002682307-2023-00125 was sent in error. (Foreign matter visible on noninvasive components of needle (hub, needle shield) is not considered to be a reportable malfunction. MFR#: 3002682307-2023-00125 is void as a result.